Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening and one opening assessed as unidentified (tear). As per the investigation procedure crease, and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side hole non specific and hole on patch side upon removal. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side hole non specific and hole on patch side upon removal. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d3; d6b; g1; h6.

Event description:
Healthcare professional additionally reported hole non-specific. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.